Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit anvil was bowed and the cartridge was disengaged. A review of the device history record indicates the product was released meeting all quality release specifications. Replication of the bowed anvil and disengaged cartridge may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. ". Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." The root cause of the ob served damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)- (performed enlargement of resection site and done new end to end anastomosis). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic transversal colon resection, during the end to end extracorporeal anastomosis, in the beginning of the firing, the surgeon noticed that the tissue was slipping away from the cartridge and then the blue cartridge part broke off from the reload. There was an incomplete staple line centrally. The surgical time was extended by 35 minutes because the surgeon needed to enlarge the resection site to perform a new end to end anastomosis. An incision was extended by more than 1 inch. There was also an unanticipated tissue loss as a result of the device problem. They opened another reload to complete the case.